Event description:
In 2007, an inquiry was made regarding extraneous product received at abbott spine through the return material process. The rep reported that during inspection of a surgical kit in july, four drivers were found slightly bent. The instruments were sent back for replacement. Based on the inquiry, the abbott aware date of the product issue is the same day. No surgical event is associated with the product issue. There was no patient contact.

Manufacturer narrative:
Event is not associated with patient contact, device is an instrument and is not implantable, investigation/evaluation is pending.